Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of gel stent blockage, high intraocular pressure and fibrosis are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported there was no flow due to blocked by fibrous tissue but may still be partially blocked internally against the xen®45 gts. Patient was treated with eye drops travatan nocte, glanatec, and cosopt prior to revision. Xen®45 gts revision was unsuccessful and patient was converted to trabeculectomy in the left eye. The device remains implanted.

Manufacturer narrative:
The event of bleb-related issues is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported there was no flow and there was no evidence of tissue blocking the lumen. Open revision via a fornix-based peritomy was performed. Patient iop was noted to be 32 mmhg and patient was put on eye drops: pilo, iopdine, trav, and cosopt.